Event description:
On (B)(6) 2010, I had a breast augmentation. ¿mentor smooth, round high profile gel breast implant cohesive I.¿ re#350-3504bc, lot # 5991478, serial # (B)(4), and (B)(4). About a year later, while living in (B)(6), and later in (B)(6), I began to have a series of seemingly unrelated ailments. Neurological- unexplained stuttering, significant short-term memory loss. In late 2011, pa (B)(6) referred me to (B)(6) for an MRI, which came back with no pathology. I was then referred to a neurologist in (B)(6) who told me it was ¿stress¿ and largely psychosomatic. I was not under any stress at this time; I have been a navy dependent, active duty af member and now af spouse, there have been periods of high stress in my life before, and since, and there was no stress at this time. The stuttering resolved after about two weeks, but the (significant and not age- related) short-term memory loss persisted. Cardiological - dizziness and heart palpitations. Went to see a cardiologist in (B)(6), diagnosed with hypotension and told to eat potato chips (seriously). Blurred vision- I was referred to an ophthalmologist who told me I had ¿diabetes¿ because there was no pathology. Pcm systematically ruled out diabetes. Optometry said my vision was fine. Chemical/depression - during the period of (B)(6) 2011-(B)(6) 2014, in (B)(6), (B)(6) determined there were no thyroid issues or hormone imbalances. She recommended vitamin d. The depression persisted and was followed by onset of anxiety attacks. During the period of (B)(6) 2014-(B)(6) 2017 dr. (B)(6) prescribed zoloft and prozac, but I developed severe systemic hives and itching. I have never been depressed, have no family history of depression, no triggers, no traumatic events and no hormonal imbalances. Dermatological- I saw dr. (B)(6) in (B)(6) because of the development of white spotting on my skin (not vitiligo, but similar). He told me I had tinea versicolor. Insomnia, fatigue and general ¿foggy¿ cognitive function - in 2017 I told dr. (B)(6) that I had a general feeling of ¿fogginess¿ and that I didn't feel ¿present¿. This was the same time he prescribed the antidepressants which caused an allergic reaction. Musculoskeletal- neck and shoulder pain ¿ in (B)(6) I was sent to a physical therapist for muscle soreness in my neck. I had an x-ray which ruled out pathology. In (B)(6) 2017 was seen by an orthopedist who did an MRI and ruled out pathology. The pain in my shoulder has persisted for the last five months. These statements should be easy to verify by a quick review of my (B)(6) insurance referrals. This is a list of the different symptoms I suffered from: fatigue-cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss)- muscle aches, pain, and weakness; joint pain and soreness, weight gain- low libido, heart palpitations, oral thrush, skin rashes and hypopigmentation, insomnia, chronic neck and back pain, skin pigmentation changes (white spots). Decline in vision or vision disturbances, reoccurring sinus infections, phantosmia and hypersensitivity to smell, throat clearing, cough (my husband jokingly calls it my ¿kennel cough¿); mood swings, emotional instability, anxiety, panic attacks, depression. In (B)(6) 2017, a friend sent me an article ¿the dark side of breast implants". After conducting research and finding breast implant illness information, I immediately scheduled and explant which was performed on (B)(6) 2018. Immediately I had relief from the brain fog, short-tem memory loss, chronic fatigue, anxiety, depression, blurred vision, hypersensitivity to smell, and without any change to my diet, have lost ten pounds. In the last two months, I have had actual periods and have felt the discomfort of ovulation (which I hadn't for several years prior).